Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was replaced due to the medication crystalizing in the catheter. The pt experienced withdrawal with nausea. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.